Event description:
It was reported that this device stored several atrial fibrillation (af) episodes that showed what appeared to be inappropriate sensing or misaligned markers. A request was made for technical services to review the available device data in the remote monitoring system. No adverse patient effects were reported. The device remains implanted and in service. Engineering review of the device data showed that on (B)(6) 2021, the device logged a scan detected with no session begin. Following this, the device recorded af episodes with misaligned markers. The next session begins with no logged scan. This is consistent with a timing issue on the telemetry chip which causes a higher power telemetry state. The successful session begin that occurred on (B)(6) 2021 was expected to have corrected the issue.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited a timing issue on the telemetry chip which causes a higher power telemetry state. Please see the description for more information regarding the specific circumstances of this event.